Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event from the customer; however no response received. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable insulation was damaged. The cable failed the leak test and the cable surface is sticky. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "warning ¿ before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the cord on a brand new camera head was disintegrating. The reported malfunction occurred at an unspecified time. There were no reports of patient injury associated with this event.